Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 35 mg/dl. Reportedly, the correction factors settings needed adjustment. Food was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding adjusting the pump settings.